Manufacturer narrative:
To date, information suggests this lead had not yet been returned to boston scientific. As new information would become available, this report will be further evaluated and updated. The investigation remains open at this time, in order to seek addtiional informationfrom the local area sales representative.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead had become dislodged multiple times, but not previsouly reported by the local area sales representative. There were no adverse patient symptoms beyond the need for surgical intervention.